Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. As per instrument condition, seems that device was mishandled at an unknown point and cannula was damaged as a result of an excessive force application. It is possible that the cannula cap broken due to excessive forces applied to the device during use, that cause cannula shaft damaged.

Event description:
It was reported that a patient underwent an unknown procedure and absorbable straps were used. During the evaluation, it was noted that the device was returned with the cannula cap broken. Another like device was used to complete the procedure with no patient consequences.